Manufacturer narrative:
(B)(4) no term available for device operated within specification.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. Data was provided for evaluation. Loss of connection was confirmed, however, the device operated within specification. A probable cause could not be determined. No additional event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected, and no defect was found. Voltage testing was performed and passed (0.21vdc). A pairing test with nordic bluetooth device was performed and passed. Performed transmitter functional testing and get version test and passed. Performed share tool data log review and there were gaps in the log. The customer complaint was confirmed because of the loss of connection gap in the share tool data log. The probable cause could not be determined. No additional event information is available.